Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Follow up information received from the patient reported that their physician had left the area where they lived in (B)(6) 2019 and only had seen a pa since then. They experienced discomfort in their leg from the device it was turned off, or so they thought. The patient stated that they must not have turned the device off completely as they had shocking in their right foot. At the end of oct. 2019, the patient had a botox injection in their bladder at which time the doctor performing the procedure advised them to call their doctor¿s office so the stimulation could be adjusted so they could continue to use it. Last week, the patient called to make an appointment with their pa. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by a hcp who was calling regarding MRI compatibility for an unrelated MRI that the patient told them that their device was not working and the patient stated they thought it was turned off. Technical services asked for more information however the caller did not know any additional details regarding this. Technical services reviewed that the unrelated shoulder MRI was not recommended. The caller did not know the patient¿s managing physician for their device nor did the caller know the event date. There were no further complications reported.